Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient thought their monitor had stopped working. Patient clarified they were talking about their patient programmer. Patient stated it came up with the number 7, but was of no use to him. Patient was asked what picture the patient was seeing the patient stated it came up with the number 7 which was too low. It was confirmed that stimulation had been increased to 7 and that was too low for them. Patient confirmed therapy was not helping with his symptoms and it was confirmed this was what the patient meant when they said the monitor was not working. Patient did not have the programmer at the time of the call. It was noted there were no falls or trauma related to the reported issues. Patient was redirected to their healthcare provider to resolve the reported issues. No further complications were reported or anticipated.